Event description:
The customer reported that during a pca dilaudid 30mg/30ml syringe change the nurse selected the 30ml option and the pump automatically deducted 5ml from the volume. The pca had already been running and did not require the tubing to be primed. The customer assumed that the pump thought the tubing required priming, however the option to prime the tubing through the pump was not selected. The pump features do not allow you to go back in and manually enter the amount of volume in the syringe, therefore, this creates a narcotic discrepancy of 5ml and leaves 5 ml in the syringe when the pump thinks it is empty, as well as, create charting issue. The customer has developed a work-a-around in which they program the pump for 35ml instead of the 30ml and when the pump deducts the 5ml for priming, the correct amount is now documented as 30ml left in the syringe and the entire medication volume is given. There was no report of patient harm.

Manufacturer narrative:
Evaluation statement: the reported event of a channel error could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Manufacturer narrative:
Evaluation statement: the reported event of a channel error could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported that during a pca dilaudid 30mg/30ml syringe change the nurse selected the 30ml option and the pump automatically deducted 5ml from the volume. The pca had already been running and did not require the tubing to be primed. The customer assumed that the pump thought the tubing required priming, however the option to prime the tubing through the pump was not selected. The pump features do not allow you to go back in and manually enter the amount of volume in the syringe, therefore, this creates a narcotic discrepancy of 5ml and leaves 5 ml in the syringe when the pump thinks it is empty, as well as, create charting issue. The customer has developed a work-a-around in which they program the pump for 35ml instead of the 30ml and when the pump deducts the 5ml for priming, the correct amount is now documented as 30ml left in the syringe and the entire medication volume is given. There was no report of patient harm.